Manufacturer narrative:
Additional information : two (2) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed which observed a blockage between the small bore luer lock and high-pressure tubing. Additionally, clear passage testing was performed and failed due to a blockage between the small bore luer lock and high-pressure tubing. The reported problem was verified. The cause of the condition was due to an incorrect set-up of the clear sensor. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets would not prime or flush. It was further specified that the tubing portion of the extension set was occluded. There was no report of patient injury or medical intervention associated with this event. No additional information is available.